Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and endocardial lead was experiencing inappropriate therapy. An invasive procedure was performed to remove the lead due to oversensing, the physician elected to also remove the ICD at this time.